Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts distorted, lifted and stretched over the bumper tip. The undamaged proximal side was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one midshaft kink at 40mm proximal from the port entry site. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. The target lesion was located in the circumflex artery. A 2.25 x 38 synergy ii drug-eluting stent was advanced to treat the lesion which had an existing stent. However, during the procedure, the stent came in contact with the existing stent which caused the stent to be deformed and almost came off from the balloon. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. The target lesion was located in the circumflex artery. A 2.25 x 38 synergy ii drug-eluting stent was advanced to treat the lesion which had an existing stent. However, during the procedure, the stent came in contact with the existing stent which caused the stent to be deformed and almost came off from the balloon. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.